Event description:
Unit deactivated on its own during use on postpartum patient with hemorrhage. Machine was tested twice before use on patient and was working. During suctioning of blood clots from patient, machine stopped. Staff attempted to turn machine off and on, even unplugged and replugged multiple times in different outlets in the room. Machine did not turn back on. Another machine was brought into the room. Staff concerns with no trouble shooting abilities than two functions - plug in and pull knob and for device to stop working mid procedure with a hemorrhaging patient. Malfunctioned device was reviewed by biomed and noted unit had a tripped circuit breaker. Biomed was able to identify after automatic shut down due to clots, it would shut down. But problem associated with machine, no ability to turn back on. Identified machine had to be disassembled to switch back on.